Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the clinical observations are a known inherent risk of product as documented in the labeling.

Event description:
It was reported during a device revision procedure that this right ventricular (rv) exhibited a high out of range shock impedance (great than 200 ohms). The previous reported shock impedance was 47 ohms. A 1.1j shock was performed, and shock impedance was 56 (ohms). Then another commanded 41j shock, impedance was 54 ohms. Physician performed a vf induced 41j shock, and shock impedance was 65 ohms. The physician felt comfortable with these results. The physician reported that the lead was good upon visual inspection. The rv lead remains implanted. No adverse patient effects were reported.